Event description:
It was reported that the extensions were eroding through the patient¿s scalp. The extensions were explanted and replaced. The patient was noted to be alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # v844032, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # v838541, implanted: (B)(6) 2012, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).